Event description:
It was reported that the field representative called technical services (ts) and reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system received inappropriate therapy for supraventricular tachycardia (svt). Upon review, the presenting electrogram (egm) showed that the device had delivered three bursts of anti-tachycardia pacing (atp) and shock inappropriately. The therapy converted the rhythm. Ts discussed programming optimization options with the field representative. No adverse patient effects were reported. This crt-d remains in service. Additional information was received that reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) visited the hospital and reporting having received multiple shocks. The device was interrogated and the presenting electrogram (egm) showed that the patient was in a supraventricular tachycardia (svt) episode and the device had delivered multiple bursts of atp and 9 shocks. The therapy was not exhausted. It was determined that the therapy was inappropriate. Technical services (ts) provided programming recommendations. At this time, no additional adverse patient effects were reported. This crt-d remains in service.